Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for vertebral compression fracture. Intra-op, the balloon ruptured at high pressure. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: (B)(4): visual review did not identify material damage. When attempting to evacuate the balloon the balloon did not fully collapse, or collapse consistent with original (pre-inflation) geometry, preventing the balloon from starting into the stylus cannula. Unable to evaluate the instrument as received by the doctor. Unable to determine root cause of the foregoing event from the available information. The ibt¿s were received in a condition unsuitable for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.